Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned for analysis. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 9cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the watchman access system kinked. A left atrial appendage closure (laa) procedure was performed. During the procedure, the watchman device was deployed. As the position of the laa was very low, the watchman access system was kinked during the tug test. No damage and no patient complications were noted. The procedure was then successfully completed, and the patient was stable post procedure.

Event description:
It was reported that the watchman access system kinked. A left atrial appendage closure (laa) procedure was performed. During the procedure, the watchman device was deployed. As the position of the laa was very low, the watchman access system was kinked during the tug test. No damage and no patient complications were noted. The procedure was then successfully completed, and the patient was stable post procedure.